Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. PMA/510(k) #: p160054.

Event description:
The log captured a low voltage/ no external power event on 12/28 while using the mpu. Appears there was a total loss of power to the mpu enabling the ebb for a short time until power was restored to the mpu. No other unusual events were noted in the log file. No further or additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power event on the mpu was confirmed via the submitted log file. The mpu was not returned for analysis; however, a log file was submitted for review. A review of the submitted log file showed 240 events spanning approximately 43 days ((B)(6) 2019 per time stamp). On (B)(6) 2019, a no external power event was active between 04:59:56 ¿ 04:59:57 due to a loss of power to the mpu. The backup battery provided power to the system during this event. The alarms resolved when power was restored to the mpu. Pump operation was not affected. The root cause for the reported event was not conclusively determined through this analysis. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing this event.